Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for failed back surgery syndrome and spinal pain. It was reported the patient was recently hospitalized and reported pain. The outcome was noted as ongoing. The event date was 2019. No further complications were reported/anticipated.